Manufacturer narrative:
This report is submitted on february 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.